Manufacturer narrative:
The reported events of failure to capture and low pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During a remote follow-up, it was noted that there was an increase in threshold and a decrease in pacing impedance on the right ventricular (rv) lead. All other electrical values were stable and in range. The rv lead was explanted and replaced to resolve the event and the patient was stable.